Event description:
Impedance readings were checked and found to be high; >4000 ohms on some of the bipolar pairs. No additional information was provided. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.